Event description:
It was reported that prior to starting a da vinci s surgical procedure, a loose wire was noted on the maryland bipolar forceps instrument. Reportedly, the instrument was also not reading lives when plugged in. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity failed. There was a broken conductor wire at the yaw pulley exit. The wire is detached from its connection at the grip. The yaw pulley shows no signs of arcing. The instrument has 5 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.